Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during coiled cable replacement, the cardiosave intra-aortic balloon pump (iabp) unit failed relief valve in the fill manifold test and all manifolds test several times. There was no patient harm.

Manufacturer narrative:
.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) says this device would pass all manifolds test and then fail test after test. Fse performed several fill manifold test and it would pass, fail, pass, and then fail. Fse found coiled cable pushed back into tubing and causing blockage. This was corrected by removing zip tie and readjusting the coiled cable.also fse verified unit calibrated and passes all functional and safety tests per factory specifications. Product passed all functional/safety testing.unit returned to customer.